Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in portugal. It was reported that the patient faced a high blood glucose event which lead to hospitalization. Patient's blood glucose at time of event was 420 mg/dl. Patient was hospitalized for around 5 hours. Symptoms reported at the time of hospitalization event were dry mouth, mental consufion. Patient tested positive for ketones. The result of ketones test was 2.3 mmol/l. At hospital the patient was treated with intravenous insulin infusion. Patient was advised to change insulin reservoir and infusion set. No further information available.